Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated for the past week, week and a half the ins battery was not holding a charge. Pt said they are good at making sure controller and ins are charged. Pt said friday they charged ins, and by saturday the ins drained even though pt hardly had ins on. The pt mentioned seeing screen 81 - ins battery empty. The pt said they had not had any falls/trauma nor any change in settings/usage. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider to further address the issue.